Event description:
The physician was unable to obtain a marrow sample using the djm4011 with marrow acquisition cradle on a cancer patient. Three biopsy attempts were made with negative results causing the patient much pain. On the fourth attempt an islam biopsy needle was used and a marrow specimen was obtained. The physician commented the djm4011 needle was sharp and easlly penetrated the cortical vone and produced a good aspiration.